Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient was revised due to aseptic loosening (right).